Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for life-threatening pneumonia; the patient was on life support and the incident was not diabetes related. She was released from the hospital this evening. However, her blood glucose then increased to 400 mg/dl. The patient's basal settings were recently decreased by her doctor. The patient treated via insulin pump bolus. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.